Event description:
It was reported that the patient received therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) and was transported to the hospital by ambulance. The patient was admitted to the hospital and upon interrogation it was noted the shock was administered for an atrial tachycardia. Review of the subcutaneous electrocardiogram strips noted potential missing sense markers at the beginning of the arrhythmia. Boston scientific technical services (ts) was consulted and discussed that functional undersensing had occurred due changing sensing profiles. It was noted that no changes to device programming would occur, and the patient would be put on amiodarone to suppress arrhythmias in the future. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.